Event description:
User reported false positive result. No information about further testing was provided. Report 1 of 3.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01821, 3014862188-2021-01820, test 2, 3 of 3). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No information about further testing was provided. Report 1 of 3.